Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 282 mg/dl and detected an insulin odor at the infusion site, consistent with suspected infusion set leakage or delivery issue; the user replaced the infusion site and insulin delivery resumed, and education and troubleshooting were provided regarding alternate infusion options. Investigation of this case revealed a user-reported issue consistent with possible infusion site failure without confirmation of a device malfunction. Symptoms included thirst during the event. Outcomes included no medical intervention, and resolution after site change. It was concluded that the event involved hyperglycemia of unclear cause with no evidence of product nonconformance identified from available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.